Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-02269 and 2134265-2015-02268. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. It was noted that while trying to use the pullback sled, it would not work or perform automatic pullback. The physician took the motor drive unit (mdu) off the sled and tried again; however, the same issue occurred. The sled was exchanged for another of the same device and it worked fine. No patient complications were reported.